Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4965-50 lead implanted: (B)(6) 2007; 4965-35 lead implanted: (B)(6) 1999. (B)(4).

Event description:
It was reported that the right ventricular lead is fractured, oversensing is present and there is no capture. It was further reported that pauses were observed on the holter monitor electrograms. The lead remains in use. No patient complications have been reported as a result of this event.